Event description:
Endoleak (type ia): the patient underwent tevar due to pseudoaneurysm at the distal anastomotic site of total arch replacement performed in 2006. After placement of the stentgraft, angiography revealed type ia endoleak. Touch-up was performed and then angiogram performed again but the endoleak did not disappear. The patient was followed up. The proximal part of the stentgraft might have landed insufficiently due to the deterioration of the graft implanted in 2006. Patient outcome - unknown.

Event description:
Endoleak (type ia): the patient underwent tevar due to pseudoaneurysm at the distal anastomotic site of total arch replacement performed in 2006. After placement of the stentgraft, angiography revealed type ia endoleak. Touch-up was performed and then angiogram performed again but the endoleak did not disappear. The patient was followed up. The proximal part of the stentgraft might have landed insufficiently due to the deterioration of the graft implanted in 2006. Patient outcome: unknown.